Manufacturer narrative:
E1: initial reporter postal code - (B)(6). The device was received for evaluation. A visual inspection was performed, and it was noted that there was a cut in the tubing. It was determined that the tubing was cut by the blades of the machine tiromat. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had a crack in the tubing which resulted in a fluid leak. While priming the set with iron sucrose, it was observed that the tubing was kinked/compressed where the crack was halfway down the set which resulted in an external fluid leak. There was no patient involvement. No additional information is available.